Event description:
Device was rec'd for repair only. Upon receipt the upper jaw was found to be broken off and missing. Contact with hospital revealed instrument had broken during surgery. Although a delay did occur to retrieve all pieces, no pt injury was reported.